Event description:
The hub of the cypher cracked while the tech was prepping the device. The account does not believe that the crack was due to over-tightening of the inflation device to the hub, as they use similar tightening pressure for all sds and balloons. The device was never used in the pt. Another cypher stent was used successfully to treat the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.